Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a knee arthroscopy on (B)(6) 2015. During the procedure, non-uniformity and pitting of the tibial bearing were noted. No components were removed or replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "wear and/or deformation of articulating surfaces."